Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel issues it was reported that  in the last month, they had an MRI and when the nurse was helping patient put their ins in MRI mode the patient noticed that the ins seems to be in a lower area than it was. Patient said they had trouble finding the ins and connecting to their ins because of this, but said they eventually connected and did place their ins in MRI mode. Patient said this has been the only time they've had trouble finding the ins. Patient also mentioned for the past, at least, 2 weeks the patient has not been able to make it to the bathroom on time. The patient had a bowel movement when they were sleeping about a week ago without them knowing and they are afraid it will happen again. Patient said that if they are in the house they can get to the toilet right away but otherwise they don't have time because the ins doesn't give them an indication that they need to go until they're already having a bm. Patient said their "innards are not wanting to do what they need to do". Patient has not made any adjustments to their therapy before because this is the first time they've had any therapy issues. Reviewed general therapy guidelines and optimization and gave option for patient to try increasing stim. Patient said they need in-person assistance and don't currently have a doctor in the area. Offered to reach out to medtronic reps in the area and also offered doctor listings on the call. Emailed the field to see if they can help patient coordinate an adjustment appt and find a new hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.